Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device is expected to be returned for testing. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this system exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) channel. The inhibition resulted in greater than two seconds of asystole for this patient. A revision procedure was performed and this device and the competitive rv lead were removed from service and replaced. The noise and inhibition could be re-created by shaking the device pocket. Fluoroscopy confirmed the lead was fully inserted into the device header. The physician suspected a lead fracture; however, this was not confirmed. No additional adverse patient effects were reported.